Manufacturer narrative:
It was reported that "the wings of the syringe snapped" during a central line insertion procedure. When the broken syringe was identified, it was discarded and a new syringe was obtained and used for the procedure without further reported incident. No death, serious injury, medical intervention, follow-up care, or other adverse patient/health impact has been reported to the manufacturer. Although the original syringe sample was not available for return, testing was performed using reserved stock of syringes from the reported lot of product. Visual inspection identified no manufacturing defects that would prevent the samples from working properly. Blunt tip needles were then attached to samples with various fluid volumes drawn in and expelled from the syringes at various forces. No issues were identified during functional testing and no samples were identified to have leaked or cracked. The reported problem/issue could not be confirmed through testing and definitive root cause could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "the wings of the syringe snapped."